Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)), smartablate generator (model# m-4900-07 serial# (B)(4)). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent a left sided atrial flutter procedure with a thermocool sf nav bi-directional catheter and suffered an esophageal injury. After the procedure, an esophageal ulceration was noticed when the patient was presented with hemoptysis and it was confirmed through a bronchoscope. Additional information was received on the event. The patient was discharged home the very next day following the procedure. Procedurally, the physician performed a roof line and a mitral isthmus line which resulted in termination of the flutter. It is unknown if an esophageal probe was used for this procedure as it was not a standard atrial flutter procedure. On the posterior wall or roof line, 25-30 watts would have been used. While ablating the mitral isthmus, 35-40 watts would have been delivered. The procedure was uneventful. The patient presented to the doctor's office, at a later dated with hemoptysis. The physician ordered a bronchoscope which revealed esophageal "ulceration", not a fistula. There is no further information about the hospitalization and if any additional intervention was performed. The patient was reported to be in stable condition at the time bwi followed-up with the physician. The physician concluded it must have been a result of left sided atrial ablation procedure.